Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a focal area of severe aortic stenosis in the infra-renal location. The vessel morphology was reported as there was severe iliac disease and severe common femoral artery disease. The left renal artery had high grade stenosis. The physician successfully implanted an endurant stent graft without issue. The stent graft was ballooned with a reliant balloon and the patient's blood pressure remained stable, with residual stenosis of 20 % remaining an 8 x 38 mm bare metal stents were implanted in the iliac arteries bilaterally in a kissing fashion. The final angiogram looked good. The patient was sent to the recovery room in stable and satisfactory condition. It was reported by the physician that the patient had atheroemboli to the celiac and sma arteries and expired.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death), patient's condition affected effectiveness of device (anatomy related: pre-existing condition; aortic stenosis in the infra-renal location, high grade stenosis in the left renal artery, and severe iliac and femoral artery disease). Incorrect technique/procedure (treatment of severe aortic stenosis without the presence of an aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: pre-existing condition; aortic stenosis in the infra-renal location, high grade stenosis in the left renal artery, and severe iliac and femoral artery disease), operational context contributed to event (treatment of severe aortic stenosis without the presence of an aneurysm).